Event description:
It was reported following a staged percutaneous coronary intervention (pci) a 6f angio-seal vip was deployed in the left femoral arteriotomy. A repeat angiogram was performed the same day via the same puncture site and the patient was discharged (B)(6)2010. The patient was readmitted to the hospital (B)(6)2010 with chest pain and a repeat pci was performed via the left femoral arteriotomy and the patient was discharged (B)(6)2010. The patient was readmitted to the hospital (B)(6)2010 with a cold leg. Surgery was performed for a thrombectomy and foreign body removal on (B)(6)2010 and the patient was later discharged (B)(6)2010. The patient returned to the hospital for admission (B)(6)2010 with a groin infection and was placed on oral bactrim and changed to cipro, doses unknown. The patient was discharged (B)(6)2010 in stable condition. Upon review of the pre-deployment groin angiogram, allegedly the re-stick puncture was performed at the same angle as the first access site puncture and may have disturbed the anchor of the angio-seal. It was also noted that the patient had significant plaque proximal to the angio-seal deployment site. No additional information was available.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states if patient's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The IFU states if repuncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site. The IFU states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.